Manufacturer narrative:
The customer representative tested the system and found wrong aberrometer was shipped to the customer. The company representative re-ordered the aberrometer, installed it, and checked the system. The system met specifications. It can be concluded that the issue was attributed to the wrong aberrometer being shipped to the customer to use in this instance. Based on assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the incorrect aberrometer configuration. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
The physician reported during an aberrometer assisted cataract procedure, the rotation arrows were questionable as turning the intraocular lens (iol) caused reading to increase. Doctor also reported when rotating the iol to the pre-surgery planned area, provided the lowest residual value.